Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Coden, g., bartashevskyy, m., berliner, z., niu, r., freccero, d., bono, j., abdeen, a., & smith, e. L. (2023). Modular knee arthrodesis as definitive treatment for periprosthetic infection, bone loss, and failure of the extensor mechanism after total knee arthroplasty. Arthroplasty today, 25 (2024), 101261. Https://doi.org/10.1016/j.artd.2023.101261.

Event description:
It was reported patient underwent a revision procedure six and half year post implantation due to fracture of proximal diaphyseal connector. Attempts to obtain additional information have been made; however, no more is available.